Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 44.8 cm to 45.1 cm from the distal tip. The abrasion was consistent with exposure to constant friction to another implantable device. The abrasion most likely caused the complaints of noise problem and over sensing reported from the field.

Event description:
It was reported that the right atrial lead exhibited noise and over sensing; no other anomalies were reported. The patient was asymptomatic. The noise could be reproduced in clinic with isometrics. The lead was explanted and replaced. The patient was in stable condition before, during and post procedure.